Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, in the surgery, the posterior capsule rupture also occurred immediately after implantation of company lens, but the doctor decided to leave it as it was and occlude it. No health damage to the patient. Additional information has been requested and received stating that the causality was unknown. Since the patient had no problems, the doctor refused to follow up further.

Manufacturer narrative:
Additional information has been provided in h.3., and h.11. The product was not returned for analysis. The reported product¿s lot/serial number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each device history record is reviewed to ensure that all associated products meet the required specifications. The root cause for the reported complaint could not be determined. The response to customer technical inquiries could not be provided due to the lack of sample availability. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).